Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The debakey forceps instrument was analyzed and found to have a frayed grip cable at the at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the debakey forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the debakey forceps instrument had a broken cable. The procedure was completed with no reported injury.